Event description:
It was reported that once the device completes a fluid bolus, the unit would intermittently "freeze" and needed to clear of cycle power to reprogram the units. There was patient involvement but no harm. Although requested, further clarifying information was not provided.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported device had intermittent freeze after kvo and unit needs to be restarted to plug in values was not identified during the customer call. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.